Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in set) on the homechoice (hc) during dwell 3 of 4. Home patient (hp) was still connected with solution in heater bag only. Technical service representative (tsr) asked if any bag had come undone and hp reported no. The tsr explained the alarm and helped hp clear the alarm by turning the hc off and on. The hp will finish with a manual bag. Product surveillance followed up (B)(6) 2010 with the hp who reported she still does not know what caused the hc to alarm with the se. The hp confirmed she discarded the supplies and started therapy over with no problem and reports no problems since. The hp did not know the lot number of the cassette but reported she did not have any issues with the rest of that box. The writer verified that the hp was still using the same peritoneal dialysis transfer set and has not had any problems with it. Hp stated she was doing well with her therapy and has had no problems with the hc device. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).